Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 14, 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high and had an "apply sample" issue. The patient tests her blood glucose 3-4 times a day. She tests before meals and at bedtime. The reporter claimed that the patient takes sliding-scale lantus insulin once a day based on her bedtime meter readings. The reporter indicated that the alleged meter issues started on two days earlier, at 8:00 am. The night before the issues began, the reporter claimed that the patient got a result of over "500 mg/dl." She did not know what actions the patient took in response to the meter reading or if she was symptomatic at the time. She also did not know how long the patient had been getting relatively elevated meter readings. The next morning, the patient reportedly "could not walk" and "was out of it." The patient's blood glucose was tested again on the reported device at 8:00 am that morning and a result of "507 mg/dl" was obtained. The patient attempted to retest but the "apply sample" issue occurred. The paramedics were contacted and arrived within 10 minutes of obtaining the result of "507 mg/dl." The paramedics tested the patient's blood glucose with an emt meter and a result of "13 mg/dl" was reportedly obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was rushed to a hospital by the paramedics. In the hospital, the patient was treated with IV glucose. The reporter mentioned that the patient was hospitalized for a few days because her blood glucose levels were "up and down." She was unable to provide additional information regarding the hospitalization. The reported meter issues were not resolved with troubleshooting. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia and received IV glucose treatment in a hospital after the alleged meter inaccuracy issue began. A meter-to-other meter comparison was performed and did not meet lifescan's criteria for accuracy testing. It is not known as to how long the patient was getting relatively high meter readings and what she took in response to the results.